Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead exhibited over sensed noise. Low r-waves were also noted. According to field representative, there were rv lead issues at the device header connection. The whole system was extracted and was replaced with a new one. The ICD is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead exhibited over sensed noise. Low r-waves were also noted. According to field representative, there were rv lead issues at the device header connection. The whole system was extracted and was replaced with a new one. The ICD has been returned for analysis. No additional adverse patient effects were reported.